Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the insulin pump was frozen for five to ten minutes and the buttons became unresponsive after. Customer's blood glucose was unknown. The customer reported moisture exposure to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No moisture damage was found inside the pump. The pump was received with a cracked case at the display window corner, and minor scratches on the display window.